Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The back light anomaly was unable to be verified due to physical damage to the lcd screen. The insulin pump was received with cracked case at the display window corners and minor scratches on the lcd window.

Event description:
Customer's mother reported damage on the insulin pump. Troubleshooting for cosmetic damage was performed. Customers display screen was smashed and they are unable to read anything on it. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.